Event description:
The customer reported the main lamp of the light source went into standby during an examination and the image on the screen would go dark. The issue occurred intermittently. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The main lamp did not remain on due to a damaged ignition board. In addition, service found the rear chassis was damaged due to impact during transportation, and a non-olympus lamp was installed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility confirmed the procedure was a colonoscopy and completed with the same equipment. The event occurred multiple times.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5 - updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred from a faulty ignition board. The specific root cause of the faulty ignition board could not be determined at this time. Olympus will continue to monitor field performance for this device.